Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, during the ablation phase, the physician observed a small amount fluid leaking from the cervix just prior to a fluid loss alarm occurring. She had preventively placed saline soaked gauze around the cervix and also flushed the area with cold saline once the leak occurred. Upon removing the sheath, the physician noticed a dime size superficial burn on the cervix identified by some minimal sloughing of the tissue. Treatment included silvadene cream as well as vicodin and ibuprofen for pain relief. No antibiotics were necessary or prescribed. Upon follow up examination on (B)(6) 2012, the patient only had some minor discomfort at the sites of where the laparoscopic tubalectomy was performed but nothing from the hta procedure or burn sustained. Additional follow up with the physician revealed the patient has had no further complaints or treatment with regards to the burn received. Full recovery is expected as the patient is doing "well".

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.